Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that he often notices a delayed response from the buttons. Customer's blood glucose reading at the time of the call was 124 mg/dl. Nothing further was reported.